Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 31mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. On (B)(6) 2019, the epic valve was explanted due to impeded mobility caused by thrombus, mitral stenosis, and cardiac insufficiency. A non-abbott magna edwards lifesciences tissue valve was successfully implanted. The patient is recovering well.

Manufacturer narrative:
Additional information sections: b5, g4, g7, h2, h6, h10. An event of impeded cuspal mobility, mitral stenosis and cardiac insufficiency caused by thrombus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the root cause of the reported thrombus could not be conclusively determined.

Event description:
On (B)(6) 2019, a 31mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. On (B)(6) 2019, the epic valve was explanted due to impeded mobility caused by thrombus, mitral stenosis, and cardiac insufficiency. A non-abbott magna edwards lifesciences tissue valve was successfully implanted. The patient is recovering well.